Manufacturer narrative:
The MFR date will be provided in a f/u report. Sorin group (B)(4) mfrs the cp5 centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Sorin group USA received a report that during an eval of a cp5 centrifugal pump, there was a drop in flow when the device was switched to flow controlled mode. There was no pt involvement. The device was returned to sorin group (B)(4) for eval. Eval of the returned device confirmed the issue. Sorin group (B)(4) determined that the issue was related to a software problem. The software was updated. Verification testing was performed and the problem was resolved. No further action is deemed necessary at this time.

Event description:
Sorin group USA received a report that during an eval of a cp5 centrifugal pump, there was a drop in flow when the device was switched to flow controlled mode. There was no pt involvement.